Event description:
15mm asd device was being deployed. Screw end of delivery system broke off releasing device into pulmonary artery, was then retracted with a snare. The case was aborted and no device was implanted. The patient was held in hospital's recovery room for two hours and transferred to telemetry for overnight observation. The patient was released the next day.

Manufacturer narrative:
The delivery cable was thrown away accidentally at the medical center. This incident was first reported to aga on 7/18/2006, the hosp reported the amplatzer septal occluder had embolized. On 8/14/2006, add'l info rec'd from the hosp stating the delivery cable's end screw broke off, causing the device to embolize. Due to the short time frame from receiving the add'l info, to the due date of this report, the proper investigation has not been performed on this lot of delivery cables. The results from this investigation will be provided in a follow-up report in accordance to 21 cfr part 803.56. Examination of the 15mm amplatzer septal occluder by aga medical's research and development scientist, found no abnormalities. Investigation verified the device met dimensional specifications. Review of the cath lab report and the cd of the angios/echos by aga medical's research and development scientist resulted in the following findings: history: a female who was found to have a 12mm asd with left to right shunt. The device closure of the defect by amplatzer asd occluder was attempted in 2006. During the procedure, there was difficulty using the aga system with loading the 15mm device into the 7f long sheath. Multiple maneuvers were tried and a new system was changed, but it was impossible to load the 15mm device into the 7f long sheath. Finally, a 7f standard percutaneous sheath was used as a loader, which successfully loaded the device passing through the long sheath. The device was positioned straddling the atrial septum. Prior to interrogating the device with echocardiography, the device was seen to fall back through the atrial septal defect into the right atrium, then migrated to the right pulmonary artery. The device was percutaneously snared and removed. Cd review: one cd was received which only had a single fluoroscopic cine imaging recorded. That imaging demonstrated that an amplatzer asd occluder located in right pulmonary arterial region. A snare catheter was grabbing the end screw of the device. Impression: the main reason of device migration is accidental detachment of the device from the cable, which could happen occasionally due to unsuitable device attachment to the delivery cable or the cable rotating counterclockwise before detaching. According to the history, during the procedure, there was a loading problem, the reason unknown, to cause multiple device loading and pushing manipulation. The attaching cable most likely rotated at that time, which finally causing the device unwanted detaching.